Manufacturer narrative:
(B)(4). Batch # p56x33. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was there any burn to the patient or the user? => no.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the device could not be fired at the 3rd firing on the stomach, and the battery pack was hot. The doctor commented that the device clamped ligasure (covidien) before the event. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # p56x33. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no battery was returned for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.